Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/14/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code j603h. It was requested to assess the fracture mode of the failure. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. A cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device batch qkmcpr, j603 and no non-conformances were identified. To date the device has not been returned at evaluation site. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were the needle pieces retrieved during the same procedure? Yes. How many minutes was the procedure delayed? Unknown. How was the procedure completed? No information available. Procedure name? Unknown. Device return status/follow up? Device shipped back.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. While suturing fascia, the needle broke into pieces and was imbedded into tissue but all pieces were retrieved during same procedure. The surgery was completed successfully without additional intervention. There were no patient consequences. .